Event description:
Information was received from a healthcare professional (hcp) and it was reported that on (B)(6) 2016 the hcp interrogated a demo pump and it was in shelf state. The hcp followed the steps to program the pump out of shelf state. After interrogation, the pump said motor stall occurred. The pump logs were checked and a motor stall first occurred on (B)(6) 2010. The hcp followed the steps to silence the alarm. There was no patient involvement as the pump was a demo pump that they used for demo/training purposes. The pump contained water.